Manufacturer narrative:
Event date: exact event date unknown, migration occurred approximately one to two weeks prior surgery.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) experienced reservoir migration into the scrotum while lifting a heavy weight, which led to a surgical intervention approximately two weeks later. During the procedure, the reservoir was removed and replaced. No additional patient complications were reported.